Event description:
Our affiliate is reporting that during an arthroscopic procedure, a portion of the distal tip of a vapr hook electrode broke off into the patient's joint space. The entire fragment was retrieved from the body and the procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time, awaiting receipt of the complaint device towards conducting a failure analysis. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.